Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged visualization of black foam particulate there was no report of patient harm or injury. The device was return but not yet evaluated. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.